Manufacturer narrative:
After further investigation by physio-control it was determined that the reported issue was not related to FDA correction / removal reporting number 3015876-05/01/2014-001c.

Manufacturer narrative:
(B)(4). The customer was sent a replacement battery under warranty. The battery was not returned to physio-control for evaluation. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.

Event description:
The customer contacted physio-control to report that they checked the charge level of their device battery and found that the device battery was at a very low state of charge which may not be sufficient for patient use. There was no patient use associated.

Manufacturer narrative:
Physio-control replaced the battery for the customer and evaluated the removed battery. It was observed that the battery had a single blinking led which would indicate that the battery would not have sufficient charge for use. However the voltage measured at the battery terminal was 12.456 volts which was adequate to power the device. The device was not returned to physio-control for evaluation.